Event description:
It was reported that intermittent occlusion alarms occurred. The highest recorded blood glucose level reached approximately 300 mg/dl, which is within manageable range. To address the issue, the customer changed the infusion set and cartridge and resumed insulin therapy.